Event description:
It was reported that during a mildly tortuous, heavily calcified, 99% stenosed left anterior descending (lad) coronary artery procedure, the 2.0 x 15 mm mini trek balloon dilatation catheter met resistance during advancement to the distal lad lesion and only reached just past the lad ostium. The balloon was inflated once and ruptured at 8 atmospheres (atm). Another non-abbott balloon was used and failed to cross to the distal lad. Then rotablators were used to break down the calcification in the lesion. Then the lesion was successfully dilated with non-specified balloons and three xience xpedition stents were used to successfully complete the case. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.